Event description:
It was reported that during testing conducted at the mfg that the bur was broken inside the attachment. It is unk if there was pt involvement or adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The bur and attachment subject was returned for eval. It was visually confirmed that the bur was broken along the shank. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11054.